Event description:
A physician was using a marker during a breast biopsy procedure. When he removed the applicator. He observed that the tip had sheared off. The m.d. Was able to remove the tip from the patient's breast. There was no patient adverse effect.